Event description:
The customer observed falsely elevated parathyroid hormone results while using the architect ipth assay. The customer provided the following data (pg/ml), the retest data was tested at a different lab: sid (B)(6) ((B)(6) 2013): initial 72.5, retest 61.80; sid (B)(6) ((B)(6) 2013): initial 22.7, retest 21.90; sid (B)(6) ((B)(6) 2013): initial 68.1 retest 55.50; sid (B)(6) : initial 70.4, retest 51.30; sid (B)(6) : initial 90.3, retest 73.30; sid (B)(6) : initial 63.1, retest 49.80; sid initial 25.0, no retest data provided. There has been no impact to patient management reported.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
No consequences or impact to patient this report is being filed on an international product, architect intact pth, ln 08k25-25, that has a similar product distributed in the us, architect intact pth, ln 08k25-27. Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.